Event description:
It was reported that the patient presented to the clinic for a follow-up. Fluoroscopy revealed that the left ventricular (lv) lead had dislodged from the coronary sinus. The lv lead was explanted and replaced. The patient remained in stable condition.